Event description:
Pt was desaturating in 100% 02 on a ventilator. Unable to bring the patient's sp02 up. Transluminated the patient per the nurse practioner and rn. Left side of the chest illuminated to midline with fluid. The patient had needle aspirated per rn and the chest tube placed per the nurse practioner. PICC line which was inserted at 9 1/2 cm was at 18 1/2 cm when it was pulled out. Chest tube put in to drain fluids.